Manufacturer narrative:
The reported event was dislodgement. A complete lead was returned with its helix fully extended and within product specification for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-13107. It was reported that the patient presented for routine implant of the right atrial lead. During the procedure the lead became dislodged after positioning. The physician attempted to reposition the lead however, difficulty with helix extension was encountered, and the helix was observed it to be clogged with tissue. A replacement lead was obtained, however that it also became dislodged after positioning. The physician elected to complete the procedure with a competitor lead. There were no patient consequences.